Manufacturer narrative:
Event date: approximated as it is unknown.

Event description:
It was reported via social media that the patient underwent a left atrial appendage (laa) closure procedure using watchman. At an unknown time the patient experienced "several strokes" and is back on blood thinners. No further information is known at this time.